Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is having display issues. There was no harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is having display issues. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d1, d4 (model, catalog), d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing cable,video receiver to lcd and reel, ac power cord, domestic as there was some bend in the cable. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.